Event description:
It was reported that during preparation of the lead and prior to implant, the health care professional (hcp) attempted to remove the sleeve as per practice. Upon removal of the sleeve, detachment of the distal portion/tip of the lead was observed. It was underlined that the attempt to remove the sleeve was carried out according to practice and not with excessive traction force. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected to be returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during preparation of the lead and prior to implant, the health care professional (hcp) attempted to remove the sleeve as per practice. Upon removal of the sleeve, detachment of the distal portion/tip of the lead was observed. It was underlined that the attempt to remove the sleeve was carried out according to practice and not with excessive traction force. No adverse patient effects were reported. Product return is not indicated.